Manufacturer narrative:
A field service engineer (fse) replaced the optical bench to address the ongoing problem. He realigned and confirmed the alignment with patient samples, latex, and controls. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that monocytes results were high on quality control (qc) samples run on a coulter ac·t 5diff autoloader (al) hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.